Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing reflux issues during surgery. The procedure was completed without patient harm.

Manufacturer narrative:
Additional information provided. The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause of the reported event can be attributed to incorrect surgical parameters set by the customer. The manufacturer internal reference number is: (B)(4).